Manufacturer narrative:
A steris service technician was on-site after the initial reported incident and did note a strong rotten egg smell. The technician inspected the table and found a warming pad on the table was leaking, which caused fluid to leak inside table column and down into the table base. The surgical table batteries were also found to be hot and distorted. Facility biomedical personnel replaced the batteries and motor battery charger. Several days after the repair was made by biomedical personnel the user facility reported another "rotten egg" smell emanating from the 3058 surgical table and the batteries were swollen and distorted. The technician inspected the table and found that a cr1 relay was sticking on the power control board causing the motor batteries to be overcharged. The technician replaced the motor batteries and power supply, placing the table back in service. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. No further issues have been reported with the surgical table.

Event description:
The user facility reported a `rotten egg' smell emanating from a 3085 surgical table. The surgical table remained in use throughout the day, however the operating room was later closed due to the smell. No procedures were cancelled or delayed due to the room closure. No injuries were reported to patient or hospital staff.